Event description:
It was reported that during a thoracoscopy procedure, the device worked for about 30 minutes and then stopped. Opened second device did the same. Worked for short time and stopped working. Opened third to finish case with no patient consequence.

Manufacturer narrative:
H6 code : cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade cracked. An error code 5 / solid tone was noted during testing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."